Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reported event occured in (B)(6) was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "mobile-bearing lateral unicompartmental knee replacement with the oxford domed tibial component." Streit, m.r., et al. J bone joint surg br 2012; 94-b: 1356-61 doi: 10.1302/0301-620x.94b10. It was reported that a patient who underwent partial knee arthroplasty on an unknown date on an unknown side. Subsequently, patient experienced a fracture of the contralateral ankle 14 months post op and the bearing subluxed into the intercondylar notch during rehab. Revision to a total knee occurred on an unknown date.